Event description:
Information was received from a consumer (con) via the company representative regarding the patient receiving dilaudid (hydromorphone) (2 mg/day/10 mg/ml) bupivacaine (dosage was not available/1 mg/ml) via infusion pump. The indication for use was non-malignant pain. It was reported that the patient had a loss of pain control overnight. The company representative stated that they did a dye study, and that dye was not moving and was pulling in the pocket. The healthcare provider (hcp) said that they were not able to pull back from the catheter. The company representative stated that they then disconnected the pump from the catheter, and they found there was no issue with the catheter. The company representative stated that doctor believes that there was something wrong with the pump and wanted to send it back to medtronic for analysis. The company representative stated that the doctor wants to lower the patient's dose by 50% 1.25 to .625 mg and wants to make sure the patient was getting around 2 milligrams a day of delaudid for a max dose. The company representative stated that they did not change out the catheter, but they did replace the pump and the result is the company representative was going to look to send the pump back for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. The returned pump passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative who reported that they were unable to determine that there was anything wrong with the pump, and the cause of the patient¿s loss of pain control was undetermined. The physician was not doing anything for the overnight loss of pain control. It resolved. Per the reporter, after talking with the physician and realizing that there was nothing wrong with the catheter that there was probably nothing wrong with the pump. The physician was going to have a conversation with the ir (interventional radiology) department who did the dye study. His thought process was that they did not have the needle fully inserted into the pump properly therefore causing dye to leak into the pocket/pool in the pocket making it appear that the catheter had an issue. The physician did not believe there was any issue with the pump, however, still wanted it analyzed. The issue was noted to be resolved.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.